Event description:
Date notified: (B)(6) 2011: a model 308 portable aspirator (s/n (B)(4)) failed to operate. An inspection of the device revealed defective switch. The switch was replaced, the device was tested to specifications and returned to the customer. No death or injury resulted from the device malfunction.